Manufacturer narrative:
Confirmation received, no additional information available.

Event description:
Event description: ecn event description: pt had pvi, pwi performed with farapulse and then we proceeded to exchange faradrive sheath for watchman trusteer sheath. Physician chose to exchange over the rosen wire and had difficulty advancing the sheath to the svc. Once we were able to get transeptal access again after losing it the watchman procedure was successfully performed. Shortly after the release of the device, pt's vitals started to crash and it was noticed that a large bleed had began to form in their belly. Pt was taken to surgery to have a repair of a perforation in their ivc and is expected to make a full recovery. Patient present at time of event?: yes patient complications: perforation,bleeding,blood loss / hemorrhage,hypotension in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown medical or surgical interventions: surgical intervention to repair ivc perforation patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: unknown patient outcome: expected to fully recover procedure number: (B)(4)

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product.

Event description:
Event description: ecn event description: pt had pvi, pwi performed with farapulse and then we proceeded to exchange faradrive sheath for watchman trusteer sheath. Physician chose to exchange over the rosen wire and had difficulty advancing the sheath to the svc. Once we were able to get transeptal access again after losing it the watchman procedure was successfully performed. Shortly after the release of the device, pt's vitals started to crash and it was noticed that a large bleed had began to form in their belly. Pt was taken to surgery to have a repair of a perforation in their ivc and is expected to make a full recovery. Patient present at time of event?: yes patient complications: perforation,bleeding,blood loss / hemorrhage,hypotension in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: unknown medical or surgical interventions: surgical intervention to repair ivc perforation patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: unknown patient outcome: expected to fully recover procedure number: (B)(6).